Event description:
It was reported to philips that there were lines on the image during fluoroscopy, impacting imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment/non-emergency treatment, which was completed as planned by moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely and found lines on the image during fluoroscopy, and the customer had replaced the flashlight, but it was defective upon arrival. Upon troubleshooting, the rse asked the customer to reconnect the old flashlight, which functioned, although image quality issues persisted. A review of the log file showed an error in the flat detector. The rse determined that the root cause of the issue was a faulty flat detector. To resolve the issue, the fse visited onsite, and the flat detector was replaced. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.